Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system error code experienced by the customer was associated with a remote arm controller (rac) pca board. The rac consists of five printed circuit assembly boards (pca) which operate together to provide control of the system arms. The system was repaired by replacing the affected rac pca board. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 25580 is reported when the da vinci safety system determines a hardware fault reaction logic occurred on a local rac. Upon determining this condition, the safety systems put da vinci in a recoverable safe state. As of april 28, 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that while starting a da vinci si prostatectomy procedure, the site experienced a system error code 25580. The patient was under anesthesia, and port incisions had been placed when the surgical staff made the decision to abort the planned surgical procedure. No patient harm, adverse outcome or injury was reported.